Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/18/2024. On (B)(6) 2024, the user reported that their bg was initially 110 mg/dl before dropping to 70 mg/dl while out with their granddaughter. Insulin delivery was suspended, but the user did not announce a meal and did not have a chance to eat. Their bg continued to drop, leading to dizziness and loss of consciousness. Ems was called, and the user received glucagon and a half amp of d50 in the ambulance. They were admitted to the hospital for overnight observation and had not resumed using the ilet system as of the following morning. The lowest bg recorded during the event was 39 mg/dl, and the hypoglycemia persisted for approximately 5 hours. The user attributes the incident to their gastroparesis rather than an issue with the ilet system. They use a dexcom g7 continuous glucose monitor (cgm). No issues with the supplies or infusion set were reported. The user declined additional training, preferring to consult with their endocrinologist.